Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cps short anchor plug 18mm p # 178560 l# 317690, cps transverse pin 6pk 44mm p# 178530 l# 871590, cps nut co-cr-mo alloy p# 178512 l# 025940, cps transverse pin 6pk 56mm p# 178533 l# 787380, cps/oss 5cm tpr adapt w/oss sc p# 178711 l# 365780, cps lg sht spdl w pins 600lbf p#178369 l# 662330, cps x-long pin 6pk 68mm p# 178572 l# 045410, cps transverse pin 6pk 60mm p# 178534 l# 599280, cps centering sleeve 21mm p# 178543 l# 599280. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-01014. 0001825034-2020-01015. 0001825034-2020-01016. 0001825034-2020-01017. 0001825034-2020-01018. 0001825034-2020-01021. 0001825034-2020-01023. 0001825034-2020-01025. 0001825034-2020-01027.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient was revised due to failure of the compress spindle and poor bone quality. Attempt for further information has been made, but no further information has been provided.